Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, the suture broke. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, the suture broke. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following information was obtained: it was reported that this was closure of the left common femoral vein using a proglide device using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation interventional procedure. Reportedly, a suture break occurred during step 4. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f, and the atrial fibrillation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the filed MDR reports, additional information was obtained: user facility medwatch [uf/importer report: (B)(4). Received and states: while performing the steps to achieve hemostasis with this perclose, the sutures failed to catch and create the knot needed to secure the suture to the vasculature. A new perclose was deployed successfully. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem: updated e4 - initial report sent to FDA updated from no to yes h6 - medical device problem code 1562 was removed and 1142 was added.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem: updated correction: d4 lot number updated from 4060641 to 4070641.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, the suture broke. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following information was obtained: it was reported that this was closure of the left common femoral vein using a proglide device using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation interventional procedure. Reportedly, a suture break occurred during step 4. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f, and the atrial fibrillation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.